Manufacturer narrative:
Histopathological marker of alk- has been provided, marker cd30+ has not been provided. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported right side late-onset seroma diagnosed on ultrasound, fluid cytology and fine needle biopsy bia-alcl positive, alk-negative and 1/8 lymph nodes positive. Device has been explanted. Histopathological marker cd30+ was not provided.

Event description:
Healthcare professional further reported for right side device, painful and swollen, fluid detected, no mass, hardness, thickened and contracted capsule, baker grade unknown. Healthcare professional later reported cd30+ population, breast has grown larger than contralateral side and itching sensation. Pathological markers cd30+ and alk- confirming alcl have been received. Device will not be returned. Further treatment reported as "total capsulectomy en bloc. Chemotherapy- 6 cycles bv-chp-21 in 18 weeks."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphoma-alcl-confirmed are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. (B)(6). Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the (device/packages) will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents (risk document¿s name and current revision) was performed, and the event of lymphoma-alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.